Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the skin. On (B)(6) 2026, it was reported that the patient went to her doctor due to high blood glucose and the cgm was providing inaccurate readings. She went to the doctor's clinic, she was sent to the emergency room (ER) and they did blood draw and the result was at 535 mg/dl. Technical support was unable to gather information on what was the cgm readings, symptoms, medication, treatment and discharged as the patient declined to provide further information about the event. Although the patient didn't share the exact cgm reading at that time, she explicitly alleged an inaccuracy that she experienced for this sensor based on the blood draw result that didn't match from what was in the cgm. At the time of the report the patient was fine. No other details were documented. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.